Event description:
It was reported that during the procedure the physician attempted to implant 2 different leads however, the leads would not pass through the patient's narrow veins. It was also noted by the physician considered the distal tips to be too soft. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).